Event description:
Mckinley medical (the manufacturer) has filed this report after becoming aware of a reportable event with an ambulatory infusion system. A customer reported that a catheter (used for administration of a local anesthetic agent) broke upon removal from the surgery site following an abdominoplasty. The catheter was removed by the patient. According to the clinician, a piece of catheter appears to have remained in the patient, but no decision has been made to remove the remnant.